Event description:
It was reported the surgeon was performing a laparoscopic cholecystectomy and was using the device to clip the cystic duct. It appeared that the clips were not closing properly. The surgeon opened a second device and the case was completed without any further complications. There was no consequence to the patient.